Event description:
On (B)(6) 2010, leica microsystems rec'd a complaint from bay area dermatopathology of very dry and brittle tissue from a tissue processing protocol run on (B)(6) 2010 using peloris tissue processor serial number (B)(4), which resulted in three (3) pts requiring re-biopsy.

Manufacturer narrative:
Evaluation of the instrument logs by leica microsystems to determine the root cause of this event is continuing.